Event description:
Unrequested bolus delivery reported: it was reported that the pt experienced an unrequested pca bolus delivery. There was no info available related to prescription or event detail. There was no pt harm or oversedation reported. Though requested, there was no additional info available.